Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was damaged during the implant procedure. It was additionally noted that the catheter was suspected to have fractured. No patient complications have been reported as a result of this event.